Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: examination of the returned device revealed the locking mechanism was broken. Root cause and corrective action are documented in the CAPA system. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
It was reported that the parts were broken. All were retrieved. Some parts were discarded by hospital sterile processing. Returning main parts. No surgical delay.